Event description:
During a procedure, two ice [intracardiac echocardiography] catheters were opened and attempted for use. Both catheters were defective and not recognized by the ultrasound machine, resulting in the absence of imaging guidance. No additional catheters were available for use at the time, which impacted procedural workflow. Sn#: [redacted]. Ref#: (B)(4). Sn# [redacted]. Ref# (B)(4).